Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report: 3005168196-2025-00001.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the axillary and brachial arteries using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6) and sheath. During the procedure, the physician advanced the cat6 through the sheath and into the target location and completed one pass. After performing an angiogram, the physician noticed no difference in the thrombus location. Therefore, the physician decided to use the sep6 along with the cat6 and successfully completed one pass. A reduction in the thrombus burden was achieved and the remaining thrombus burden was moved up the brachial artery with the aspiration. The physician then performed a second pass using the sep6 and cat6 in the brachial artery. While removing the sep6, resistance was encountered and upon removal, the physician noticed that the bulb of the sep6 had fractured off. It was reported that the physician believes that the bulb of the sep6 fractured due to the curve in the aorta. The bulb of the sep6 was then aspirated out using the cat6. The cat6 was then removed and flushed on the back table. However, the bulb of the sep6 was not found. The physician then checked the arm of the patient and sheath under fluoroscopy and confirmed that the bulb of the sep6 was not left in the patient. The procedure was completed using a lysis treatment. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep6 confirmed that the bulb was fractured off the distal end, the core wire was fractured, and the support coil winds were unraveled. If the sep6 is manipulated against tough clot burden or retracted against resistance, the device may fatigue and subsequently fracture. The unraveled coil winds likely occurred during removal of the device from the procedure after the separator bulb fracture. Based on the reported complaint, the patient¿s anatomy may have contributed to resistance during the procedure. The bulb was removed from the patient during the procedure but was not returned for evaluation to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.